Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient came to the renal unit with a complaint that the transfer line of the peritoneal catheter detached from the titanium adapter. The nephrologist ordered a line change and installation of the catheter with the adapter. The patient stated that the peritoneal fluid was transparent. The nephrologist ordered to administer antibiotic therapy for four days.